Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and ER visit. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.3. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level increased to above 400 mg/dl after approximately 24-36 hours of pod wear on the arm. On (B)(6) 2026, the child was taken to the emergency room for evaluation, where she remained for approximately four hours. The parent reported that the child appeared slightly numb and had a change in skin color, prompting the decision to seek medical attention. No formal diagnosis was provided, and treatment consisted of fluids only. The cannula was confirmed to have been properly inserted during wear, with no signs of insulin leakage, and no alarms were reported.